Manufacturer narrative:
The customer returned their glidescope gvm video monitor to verathon for evaluation. A verathon technical service representative evaluated the returned monitor, and found that the device would power off, and cause the led on the test baton to flash. An internal inspection of the monitor showed that there was heat damage on the main pcba. The representative replaced the main pcba and after observing proper operation through functional and performance testing, the device was returned to the customer for use. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor, the image would disappear. The customer indicated the procedure was completed using another avl single use system. No delay in the procedure, harm to the patient, or harm to the user was reported.